Event description:
It was reported that the screw was broke after insertion into the tibia. There was not a backup device. There was a delay up to 60 min. Almost all pieces were removed after breaking. There was no major patient injuries reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.